Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The plunger tube seal was pushed inside of the pump and fluid ingression was found on the interconnect board. An error code was found in the event history log (ehl). After the power up process was performed and the main board was visually inspected, the customer reported issue of an audible backup alarm at power up was duplicated. The root cause for the reported issue is unknown, but it was determined that the main board no longer operates properly. There was no damage to the board found. To correct the issue, the main board was replaced. The power up process was performed as well as preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error message. There was no patient injury reported.